Event description:
The customer called for help with his meter. While troubleshooting, control tests were performed and rec'd a result of 237 mg/dl. The normal control range is 102-141 mg/dl. No adverse events were alleged. Replacement test strips were sent to the customer.